Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a device history record (DHR) review was conducted: part number: 04.111.530s, synthes lot number: l675183: release to warehouse date: 07 dec 2017 expiry date: 01 dec 2027, manufacturing site: mezzovicco: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown trauma screws (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Patient date of birth and weight not available for reporting. Additional product code: hwc. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for distal radius fractures on (B)(6) 2018. Surgeon had difficulty in inserting a variable angle (va) locking screw. Screw insertion was completed but surgeon was not able to lock the va locking screw. Surgery was completed with a delay of approximately 30 minutes. No adverse consequence to the patient was reported. Surgeon stated a gap around the va locking screw was noted. However, the other screws were secured. It was also noted by the surgeon that the direction of the screw insertion may not have been proper, self-tapping of the screw was not effective. Because the incision was a little smaller, extra tension may have adversely affected setting of the drill guide to the plate and the screw insertion. This report is for one (1) 2.4mm va-lcp 2 column distal radius plate. This is report 3 of 3 for (B)(4).